Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was unable to reproduce a constant downstream occlusion; however the device failed downstream occlusion testing per the spectrum preventive maintenance procedure. The device alarmed before the acceptable pressure limit was reached, causing the device to not be specification. Review of the device history log shows that the device alarmed multiple times for a downstream occlusion. As a result, the downstream sensor has been replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed constantly for a downstream occlusion. It was also reported that there was no patient injury.